Event description:
A surgeon reported a pt with an unexpected outcome following an intraocular lens (iol) implant procedure. The surgeon reported the pt was happy with his outcome. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete a investigation. Add'l info was requested on 11/07/2011 and 11/16/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).